Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the lvp (large volume pump) module 8100 received error code 232.6040. The tech recommends replacing the display board due to the recall. There was no patient involvement.

Manufacturer narrative:
Technical support confirms the customer reported problem as npi 8100 error code 232.6040. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the lvp (large volume pump) module 8100 received error code 232.6040. The tech recommends replacing the display board due to the recall. There was no patient involvement.